Manufacturer narrative:
Additional information: d9. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device had wear debris/dirt that adheres to grease to come out of the tip during a procedure. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.

Event description:
The user facility reported that the device had wear debris/dirt that adheres to grease to come out of the tip during a procedure. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.